Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced and was initially inflated at an unspecified pressure. On the second inflation at 14 atmospheres, the balloon ruptured. The device was removed successfully without any issues from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.